Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and legal manufacturer¿s investigation results. The device was returned to olympus for inspection and the reported failure was reproduced. In addition, the following reportable device malfunctions were identified: video connector terminal corrosion universal cord sheath breakage a root cause of the reported events could not be identified. Based on the results of the investigation, it is likely the following led to the device malfunctions: 1.the image issue (when cable is touched) was caused by an electrical component failure. The most likely cause is a random failure. 2. The video connector terminal corrosion was caused by a component failure of the video connector. The most likely cause is time-related deterioration of the device. 3. The universal cord sheath breakage was caused by a component failure of the universal cord. The most likely cause is excessive force. Also, a correction has been made to h6 code (health effect ¿ impact code) from the initial medwatch. H6 code has been corrected from ¿f26¿ to ¿f2601¿ appropriately. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope experienced an image issue (no image when touch the cable) during set up/inspection for use. There were no reports of patient harm.